Manufacturer narrative:
The electrode reagent lot number is 31253147. The customer stated that they replaced the electrode and ise solutions. Calibration was performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable electrode, sodium (na) results for 13 patient samples on a cobas integra 400 plus. The customer provided an example of discrepant results for 1 patient sample. The customer noticed multiple samples with low na results which prompted them to repeat them. The initial result was 113 mmol/l. The repeat result was 140 mmol/l. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The qc recovery data provided was within specification. The alarm trace did not contain a conspicuous event. The service maintenance actions performed by the customer resolved the issue. No further issues were reported after the service visit.